Manufacturer narrative:
Initial.

Event description:
It was reported that the user routinely drinks gatorade with medicine to alleviate nausea, consuming approximately 34 grams of carbohydrates per bottle and typically 1¿2 bottles per day, and was advised to announce intake when consuming 15 grams of carbohydrates or more; the user stated the beverage affected blood glucose levels very little, and the interaction suggested a potential improper or inconsistent meal announcement procedure related to user interface use. Symptoms included insufficient information. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, while a usage problem was identified involving improper or incorrect procedure or method, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.